Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is confirmed manufacturing related. Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the customer inserted an intermittent catheter and found that no urine flowed. Upon removal of the catheter, it was noted that it did not have any eyelets. The customer cut the catheter into sections to throw it away, and a white, grey powder came from inside the catheter.

Manufacturer narrative:
"The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer inserted an intermittent catheter and found that no urine flowed. Upon removal of the catheter, it was noted that it did not have any eyelets. The customer cut the catheter into sections to throw it away, and a white, grey powder came from inside the catheter.